Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that as of (B)(6) 2025, the patient was admitted to the hospital. Following review, log files revealed multiple pump speed adjustments and intentional pump stops on (B)(6) 2025, that were due to the patient undergoing an aortic valve replacement and being placed on a right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the patient presented to the hospital and was admitted due to decompensated heart failure. The onset of aortic insufficiency (ai) was identified via echocardiogram (echo) that showed severe ai. Prior to left ventricular assist device (lvad) implant, the patient had no ai and moderate right ventricular dysfunction. As of (B)(6) 2025, the patient had not been discharged.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not be conclusively established through this evaluation. The submitted log files contained speed changes and pump stops consistent with the reported aortic valve replacement procedure. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure and aortic insufficiency, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.